Event description:
A 78 y/o male was in very poor health post coronary artery bypass surgery and was admitted for rehabilitation. Peg (gastric) tube was inserted on 3/22/96 for very poor oral intake, with albumin level 2.3. On 3/24, pt began having abdominal pain, wbc were 25.5, with blood cultures x2 negative, abdominal x-ray nonspecific with no abd obstruction. On 3/25 pt had fluoroscopic upper gi series which showed leakage of contrast into peritoneal cavity. Laparoscopic surgery was performed 3/25, which demonstrated exudative peritonitis, with no evidence of organ injury. The gastric tube was visible spanning several cm from abd wall to stomach. The peritoneum was well irrigated and the peg tube sutured in place. The pt was placed on IV antibiotics and admitted to the intensive care unit. On 3/28/96 gastric tube feedings were restarted and tolerated by the pt, and on 3/30/96 the gastroenterologist noted that there was no clinical evidence of peritonitis or leaks. Pt developed increased cardiac arrhythmias throughout his ICU stay and died 3/31/96. The cause of death was arteriosclerotic cardiovascular disease.